Event description:
The customer contact reported a disconnection. The customer contact reported a primary plumset was being used to deliver 250 ml of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port of the plumset for a piggyback delivery of an unspecified volume of packed red blood cells, at an unspecified rate. After an unspecified length of time, it was reported that the secure lock male adapter of the secondary tubing set disconnected from the clave secondary port of the primary plumset. It was reported that an unspecified volume of blood leaked. The customer contact reported that the nurse reconnected the secure lock male adapter of the secondary tubing set to the clave secondary port of the primary plumset and the therapy resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.